Event description:
International affiliate reported that pt presented with a reaction following facila surgery. Event was described as inflammation with stitch abcess. Deep sutures were surgically excised.